Manufacturer narrative:
This report is filed january 21, 2016. The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in a loose abutment. Subsequently on (B)(6) 2015, the patient was taken to the operating room and administered general anesthesia; the abutment was tightened and excess skin was excised. The implanted device remains.